Event description:
Performed a linogram after pt complained of pain during chemotherapy. The line was fractured 36cm so concerns around extravasation etc... The line was checked pre insertion and the pt says he has not tugged it or done any strenuous movements. Additional info: pt reported pain (B)(6) 2012, ultrasound/chest x-ray no abnormalities noted. Linogram (B)(6) 2012 a "cloud" of contrast observed from approx between 35 and 37 cm mark. Upon removal a "line" opening can be clearly seen. Pt reported no excessive exertion or heavy lifting.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewe0467 showed no other similar product complaint(s) from this lot number.